Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: after the sensor was inserted into the icp, no signal could be detected on the screen. The surgeon removed the implanted sensor quickly and changed another one to complete. (During use on patient) what action was taken/required to manage the problem during the procedure? With same like product.

Manufacturer narrative:
Upon completion of the investigation it was noted that an evaluation was performed by the supplier. The evaluation found: a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: received catheter in a drainage tube. Sensor not functional. Internal catheter wires are broken no testing was possible. Manufacturing date: 8/26/2013. Based on the above evaluation, the supplier was able to confirm the complaint and determined that the failure was related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.